Event description:
Customer reported that the unit smoked. No injury was reported.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical provides product failure investigation, analysis and resolution for the device described in this report.